Event description:
While using the yag laser during an operative procedure, the laser fiber optic cord burned and came apart, causing one end to touch the drapes. The laser operator immediately pushed the emergency shut off, as the scrub nurse squirted saline on the smoking drapes and put the fire out. The patient was assessed and there was no injury since the fire did not penetrate the blankets covering the patient.